Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of electrograms, the right ventricular lead exhibited noise and noise reversion episodes were noted. Patient presented in clinic and noise was not reproducible via isometrics. X-ray was performed for further testing. No further information was reported. Patient was stable and will continue to be monitored.

Event description:
New information received stated that patient presented remotely on (B)(6) 2019. Noise was noted on the ventricular channel. After further review, it was discovered that the patient had a history of noise. The physician decided to continue monitoring the patient. The patient was stable and asymptomatic.